Manufacturer narrative:
Upon additional information this investigation will be updated.

Event description:
Boston scientific received information that during a routine follow up the device was programmed to vvi due to inappropriate sensing since 2010. During a recent follow up it was noted that this right atrial lead displayed high out of range pacing impedances. The patient is scheduled for a normal device change out procedure and a possible right atrial lead replacement will be discussed at this time. No adverse patient effects were reported.

Event description:
Additional information received noted that a revision took place due to out of range pacing impedances, no capture or sensing on this right ventricular lead. This right atrial lead was surgically abandoned and remains implanted. The right atrial port of the device was plugged. No adverse patient effects were reported.